Manufacturer narrative:
The subject device has been disposed.

Event description:
It was reported that the patient presented with a cardiogenic occlusion at the right middle cerebral artery (mca). During mechanical thrombectomy, when the retriever was inserted into the vessel, vasospasm occurred. The vasospasm was treated with a calcium antagonist and was resolved. It is the physician's opinion that the stimulation of the vessel by the retriever caused the vasospasm. No further information is available.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vasospasm is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient presented with a cardiogenic occlusion at the right middle cerebral artery (mca). During mechanical thrombectomy, when the retriever was inserted into the vessel, vasospasm occurred. The vasospasm was treated with a calcium antagonist and was resolved. It is the physician's opinion that the stimulation of the vessel by the retriever caused the vasospasm. No further information is available.